Event description:
I began using a new bottle of bausch & lomb renu with moistureloc multi-plus solution two or three weeks ago. I use contact lens in my right eye only; I have had cataract surgery and have no lens in my right eye. Shortly after beginning to use the product, I began to have heavy weeping and crusting in my right eye. Until I read the news report of the infections caused by this product, I had no idea what the problem was; I even ordered a new contact lens thinking I had a defective contact lens. In my opinion, the FDA should have this product immediately recalled by bausch & lomb (and not just cease shipping it) before people go blind from it. B & l's bottom line should have absolutely no bearing on your decision. I plan to see my eye doctor next week. In the meantime, of course, I have changed to another disinfectant.